Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead.

Event description:
The patient reported that their right foot would cramp at the arch when they would have a bowel movement in 2010. Afterward, they would have to stretch the nerve out and it would go away. It was indicated that the system was removed and replaced on (B)(6) 2010 because it was not giving the patient the most relief and they had a return and increase in frequency. The healthcare provider (hcp) told the patient that the new model would provide better therapeutic effect. It was noted that the hcp had a hard time finding the lead during the explant procedure.

Event description:
Additional information was received from the healthcare provider (hcp) and it was reported that the cause of the cramping in the foot and lack of therapeutic effect was not determined. The hcp reported that even with the device turned off the patient was still experiencing pain.